Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 1688tc lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the device could not be interrogated nor was it responding to a magnet. The device was last interrogated about six months earlier and at that time, two years of battery longevity was estimated. The device was explanted and replaced. No patient complications have been reported as a result of this event.